Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5152801. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of surgery did you have? What was the reason for this surgical procedure? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Was a new surgery performed to correct your condition? If yes, date and name of the procedure? Within the complaint report, it was marked that the device is available for return. Can you please clarify the current location of the device? If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and mesh was implanted. Since mesh implantation, the patient's abdomen has been consistently swollen, red and painful to touch. The patient could not bend over or wear anything that is similar tight abdomen. Then, the patient developed brain fog, dizziness, memory problems and worsening joint pain. Additional information has been requested.